Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's reservoir was leaking. Patient involvement is unknown.

Manufacturer narrative:
Other text: h6. Health effects; updated. D3, g1,2 email is: regulatory.responses@icumed.com.

Event description:
Additional information received via email. The event happened prior to the start of a case. No patient harm. Event date changed from unknown to 17-oct-23.

Manufacturer narrative:
Device evaluation: one product received for investigation. Visual inspection performed and found that the tank cover is cracked. Faulty speaker that has no sound. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Functional test performed and confirmed the product problem, the device leaks water from the reservoir. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.